Manufacturer narrative:
Additional information. The referenced pump exchange is covered under medwatch MFR report #2916596-2017-02882. Device evaluation: the replaced portion of the distal of the driveline was returned for evaluation. The report of driveline fault alarms was confirmed based on the evaluation of the submitted system controller log files. The log files captured driveline fault alarms on (B)(6), (B)(6), (B)(6), (B)(6), and (B)(6) of 2017. During these events the pump speed remained above the low speed limit for the duration of the log file. Based on our complaint history and similarly reported events, the events captured in the log file could have been potentially consistent with a driveline issue; however, a root cause for the alarms could not be determined through the evaluation of the returned driveline segment. Approximately 19.5 inches of the external portion/distal end of the driveline was returned for evaluation. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Visual inspection of the driveline did not reveal any evidence of mechanical damage or breakdown of the wire insulation. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire''s insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. On (B)(6) 2017, the patient was transferred to a different center and underwent a pump exchange (reference medwatch MFR report #2916596-2017-02882). Evaluation of the returned portion of driveline and the pump did not confirm any issue that would have resulted in the reported driveline fault alarms. A root cause for the alarms was unable to be conclusively determined through this analysis. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: on (B)(6) 2017, the customer submitted an additional log file for review after the patient reported receiving a driveline fault alarm overnight. Log file analysis completed by the manufacturer¿s technical services representative revealed the same wire causing the driveline fault alarm. The customer continued to monitor the alarm until a pump exchange was performed on (B)(6) 2017.

Manufacturer narrative:
Unique identifier (UDI) # (device identifier): ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device- 3 years and 7 months the replaced portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that on (B)(6) 2017, the lvad system produced a driveline fault alarm. There was no external driveline damage observed; however, there was rescue tape applied to the driveline near the connection to the system controller housing. The system controller was exchanged. The patient was reported to be asymptomatic. On (B)(6) 2017 it was reported that an additional driveline fault alarm occurred overnight. Review of the log file by the manufacturer¿s technical services representative found that the driveline motor phase wire causing the current driveline fault alarm was the same as the one that had resulted in the driveline fault alarm with the prior system controller. A distal end percutaneous lead (driveline) replacement was performed on (B)(6) 2017. After the replacement, no additional alarms were observed. The patient will continue to be monitored as an outpatient. No additional information was provided.